Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 178512, lot# 484110, cps nut co-cr-mo alloy. Cat# 150478, lot# 710090, oss poly lock pin. Cat# 178541, lot# 986750, cps centering sleeve 19mm. Cat# 178358, lot# 718580, cps lg spdl with pins 800lbf. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were not reviewed as the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent knee arthroplasty approximately 3 years ago. Subsequently, 2 months post revision, the patient was revised due to failed devices. It is unknown which device and how it failed. No further event information available at the time of this report.